Event description:
It was reported that approximately 20 minutes into the surgery the electrode tip was in view on the t.v. Monitor and a small piece sheared off. The electrode was immediately removed from the access channel utilizing biopsy forceps. No adverse consequences to the pt.